Event description:
It was reported that the customer's blood glucose was 400 mg/dl and it smelled like insulin in the reservoir compartment. Customer treated for high blood glucose with a syringe. She did not have supplies to perform troubleshooting at the time of the report, but met with a representative at the doctor's office the next day, who addressed her concerns. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)